Manufacturer narrative:
The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, and severely scratched display window noted. The insulin pump was programmed with multiple bolus deliveries and all registered properly in the bolus history noted.

Event description:
The customer's spouse reported via phone call that the insulin pump had several scratches on the display window that the display was unable to read. The customer's spouse also reported that the insulin pump would not register one of the readings a day. The customer's blood glucose was unknown at the time of incident. Troubleshooting found that the time was programmed incorrectly. The customer's spouse was assisted in reprogramming the time. The history issue was unable to troubleshoot due to the several scratches on the display window. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.